Event description:
It was reported impedance readings were less than 250 ohms following a new lead being placed into an old extension. The readings were taken at several default settings. All readings were less than 250 ohms. Troubleshooting was being considered. Additional information received indicated the patient was sedated at the time of the impedence testing so no pt symptoms were observed. Patient outcome was unknown.